Event description:
Received angiodynamics softvu sos omni selective 2 5f from ir [interventional radiology]; catheter opened and found to be bent in packaging. Identified prior to use. No patient harm.